Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the visual field fogged up during a hip scope procedure. A visual inspection was performed and showed the scope to have deep scratched negative lens with distal tip and fiber damage. No manufacturing related defects were observed. After investigation the root cause of this event was determined to be user error. Review of the device history records were performed which confirmed no inconsistencies.

Event description:
It was reported that the visual field fogged up during a hip scope procedure causing the surgeon to lose visualization. A backup scope was used to complete the procedure with no injuries or complications as a result.